Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three years ago. Aneurysm and vessel morphology is unknown from the time of implant. A recent CT demonstrated that the aneurysm has enlarged since the time of implant. Exact measurement is unknown. The vessel morphology was reported as there is aortic neck dilatation resulting in talent stent graft migration (3 mm) and a large proximal type I endoleak. The aortic neck at the right accessory renal artery (stent graft currently 3 mm below) is 34 mm in diameter. The physician is unclear as to why the stent graft was implanted preserving the right accessory renal artery. The aortic neck is 15 mm in length starting at the renal artery; however, starting at the accessory artery the aortic neck is only 10 mm in length. The physician implanted an endurant extension cuff covering the accessory renal artery up to the right renal artery. However, there was still a slight proximal type I endoleak present. The physician modeled the stent graft with a coda balloon and it diminished the proximal type I endoleak; however, the proximal type I endoleak did not completely resolve. The physician will monitor the patient in 30 days. The physician believes that the suspected proximal type I endoleak will resolve without further intervention. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (migration, endoleak), patient's condition affected effectiveness of device (disease progression; neck dilatation). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).